Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized twice for diabetic ketoacidosis. The first event was on (B)(6) 2010 with blood glucose levels over 600 mg/dl. The customer had renal failure and high potassium levels. The second event was on (B)(6) 2011 with blood glucose levels over 700 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.